Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
Patient's knee was hurting, so he went to see dr. And x-ray showed patella disassociated. About a week later on (B)(6) 2017, dr. Took out the old 71926225 and replaced it with a biomet three peg patella. Dr. Kept the patella.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.